Manufacturer narrative:
Follow-up # 1 (01/19/2012)-device evaluation: the meter involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and the primary complaint was not confirmed. The meter worked properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 at 07:30am, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was "testing in settings mode." The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the issue began on (B)(6) 2011 in the morning when she attempted to use the meter and it went into settings mode. The patient reported she manages her diabetes with diet and exercise. The patient reported that on (B)(6) 2011, she became "sweaty." The patient was unable/unwilling to state if she made no changes to her usual diabetes management as a result of the issue. The patient stated that she self- treated with glucose tablets or gel due to the issue. The cca noted that during troubleshooting, the patient was educated on how to setup and test with the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510(k) # is k053529.